Event description:
Customer reported the insulin pump went blank with out a low battery alert. Customer does not recall blood glucose reading. Most current blood glucose was 132mg/dl. Customer reported she did replace the battery and the problem was solved. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.